Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 232367. Product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 370147.

Event description:
It was reported that the patient was experiencing stimulation issues. X-ray and revealed that one of his two spinal cord stimulation (scs) leads has migrated. The patient underwent a revision procedure wherein both leads, and old implantable pulse generator (ipg) were explanted and replaced. The patient was doing well postoperatively. The explanted device components were discarded by the facility.